Event description:
It was reported that this non-boston scientific lead exhibited loss of capture (loc). Technical services (ts) was consulted and recommended the patient is seen in the clinic to do in person checks. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 2/4/2026 for report mw5181386 to update the manufacturer to medtronic.